Manufacturer narrative:
The customer reported that the AED will not power on. The battery pack has an expiration date of october 2027, and the pads have an expiration date of march 2026. The maintenance schedule is reported as monthly. Communication with the customer: the customer stated that the asi is flashing green after a new battery was inserted. The customer was advised that a data card will be sent to download the log history file and return it to the manufacturer for analysis. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. They reported that this did not occur during patient use.